Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in puerto rico. It was reported that the patient experienced there was an occlusion in the tubing on (B)(6) 2024 and insulin didi not exit at quick release site (qr), which resulted in elevated blood glucose, therefore patient had received manual injections. No further information was available.